Event description:
The following event originated from a patient calling the watchman patient call center, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported thrombosis and device leak occurred. The patient had been taking eliquis pre-procedure. A concomitant procedure where a left atrial appendage (laa) closure procedure and pulse-field ablation (pfa) were being performed. The farapulse system was used for the pfa procedure. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and the closure device was implanted. Approximately three (3) months post index procedure, a transesophageal echocardiogram (tee) follow up was performed along with a cardioversion. Approximately one (1) month after, the patient experienced a fall and went to the hospital in the days following and had a contrast computed tomography (CT) scan performed which indicated a device-related thrombus (drt) on the closure device with residual filling within the device. The patient was on eliquis at the time of the event. The patient is scheduled to have another cardioversion and is taking metoprolol and sotalol prior to the cardioversion. The patient notes feeling okay "but seems a bit groggy".

Manufacturer narrative:
B3: date of event estimated as easter sunday, 20apr2025, as this was the date of fall and subsequent hospitalization.